Event description:
It was reported through the research article "long term use of implantable left ventricular assist devices in pediatric patients" that the hm3 may be related to death due to multiorgan failure and death due to unreported reasons. A study from may2008 -sept2022 was performed on patients that were <19 years of age living with an lvad for more than 1 year. The summary statistics were used to describe patient demographics, length of support, frequency of non-elective readmissions, adverse events (per pedimacs criteria), and outcomes. 90 patients received 91 continuous flow ventricular assist device (cfvad) during the study, of these 29 patients had vad for more than 1 year. 20 patients for 1-3 years, 5 patients for 3-5 years, 4 patients for >5 years, and the longest supported patients for 12 years. Vad support was on hm2 (n=1), hvad (n=23), and hm3 (n=5). There were 81 readmissions over 29,812 vad support days. The outcomes showed included 1 (3%) patient who never discharged and died due to multi-organ failure and 4 patients (14%, 4/29) who died on vad support after discharge.

Manufacturer narrative:
Sections a and d4: specific patient information and device serial number are documented as unknown. Details are listed in attached article. Device was implanted at time of event. Tunuguntla, h., cho, j., choudhry, s., spinner, j., puri, k., hope, k., watanabe, k., dreyer, w., price, j., broda, c., wilson, d., elias, b., & adachi, I. (2024). Long term use of implantable left ventricular assist devices in pediatric patients. The journal of heart and lung transplantation, 43(4), s173. Https://doi.org/10.1016/j.healun.2024.02.350. Texas children's hospital, houston,tx; baylor college of medicine, houston,tx; manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported deaths could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death and multiple organ failures/dysfunctions. No further information was provided. The manufacturer is closing the file on this event.